Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer obtained a "tube barcode format is invalid", "sensor is not detected in allowed range during the move of the rack loader", and "sample rack barcode format is invalid for rack position" errors. The customer stated that it appeared that clot detection was called for a certain rack, but the actual clot was in another. This prompted the customer to repeat patient samples. The customer cleaned the rack loader, but it continued to throw off the tube count. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the sample rack input area, and ran several racks through with no errors. The customer put samples on and the error returned. The cse discovered that a cuvette was lodged in the first rack position. The cse removed the cuvette, and the customer ran more racks through, with no errors. The cause of the discordant results was due to a lodged cuvette. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The rack loader of the advia centaur xp instrument obtained a barcode format error, causing samples to be misread. The customer stated that patient samples were repeated on an alternate advia centaur instrument, and the results of ten patients did not match the results obtained on the original instrument. The discordant results were not reported to the physician(s). It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.